Manufacturer narrative:
The complaint cannot be verified due to misuse of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.

Event description:
On (B)(6) 2014, the patient reported he is unable to see the insulin delivery amounts on the display due to a crack. The infusion device was dropped on a hard surface. He replaced the battery, but this did not resolve the issue. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.